Manufacturer narrative:
The device was sent to the manufacturer's bench for further evaluation. The manufacturer's bench technician was unable to duplicate the reported error message. Review of the device diagnostic history indicated a vent inop occurrence due to a data acquisition pcb adc reference failure occurred on (B)(6) 2016. The manufacturer's bench technician replaced the data acquisition pcb to motor controller pcb cable and the retention bracket to address this finding. The device successfully passed performance specification testing.

Event description:
The customer reported the device alarms when it is turned on and proximal pressure line disconnected error message appears. The customer reported the device appeared to have been dropped as the enclosure was cracked in several places. There was no patient involvement.